Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered fluid leaking from the tubing of the cycler set during fill 1 of 3 of their pd treatment. The patient confirmed during follow-up that the fluid leaked from the second pin of the dual connector. There was no defect or damage seen on the cycler set during setup. The patient completed treatment on the day of the event by re-setting up the cycler with new supplies. The patient confirmed that they did not experience a serious injury, adverse event, or required medical intervention as a result of the reported issue. The cycler set was discarded and is not available to be returned to the manufacturer for a device evaluation.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month timeframe which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected timeframe. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.